Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer states the pump vents do not look very defined and something may be blocking them. Customer's blood glucose was not impacted. Customer was ultimately able to clear the alarms and resume insulin delivery. Customer reported they will continue to use the pump for insulin therapy.